Event description:
It was reported that the patient presented to the emergency room due to dizzy spells. The device was adjusted and since then the patient has experienced anxiety, a racing heart, shortness of breath, heaviness in the chest and tingling in the hands. Follow up was received from the clinic that indicated that the patient's most recent symptoms are not device related. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.